Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first load worked fine during a laparoscopic umbilical hernia, the tech reloaded the device and the surgeon placed the device through the trocar however, the reload disengaged from the handle and fell into the patient. The surgeon retrieved the reload with a grasper and opened a new device to finish the case. The patient is fine with no injury and the case went fine.